Event description:
The account alleges that during a routine tracheobronchial polyurethane stent follow-up appointment for a female cancer patient currently receiving palliative care due to cancer, the physician noted some narrowing and with minor granulated tissue present at the stent site. The stent was placed for a cancer-related stricture approximately two weeks ago without issue. The patient received one treatment of radiation therapy post-stent implant on an unknown date. The interventional pulmonologist recommended removing the existing stent and upsizing it to a larger stent for the patient. During the stent removal procedure, a pulmonary balloon dilatation catheter was used to dilate the inner diameter of the stent under fluoroscopic guidance and an attempt to remove the stent with a pair of raptor forceps was initiated successfully. The actual stent removal process was unremarkable. Soon after the stent was removed bleeding was noted at the stent site. Suction was attempted but unsuccessful in controlling the hemorrhaging. The patient became hemodynamically unstable and a code blue was initiated. Life-saving protocols were attempted for this patient with no success. The patient died in the procedure room. The physician states the balloon and stent system did not malfunction during this procedure, both medical devices operated as intended.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.